Manufacturer narrative:
Investigation summary: the customer reported a malfunction of a cell-dyn 1800. The initial report stated a loud popping noise was heard from the cd1800, then the instrument lost power-no noise, no screen. The customer turned the power off. No troubleshooting was performed and service was requested. The technical executive (te), that visited the account, clarified the actual sequence of events. The customer saw a spark behind the black on/off switch, when switching the power on. The power supply is located directly behind this switch. No one was shocked or harmed in the event. The te visited in 2000. A complete preventive maintenance inspection (pmi) was also at that time. The te replaced the switching power supply, performed verification procedure (vp) 06 [cardcage backplane test points], vp09 [spm verification and adjustment] followed by a precision run and all level of control. All passed specifications. The cell-dyn system 1800 operator's manual, 07h80-01, rev d, provides instructions for correctly powering off the instrument (page 5-77) but in an emergency situation (pages 10-14, 10-15) the operator is to turn off the instrument in any order. Electrical hazards are discussed on page 8-4. Trending: a review of complaint reports, for the period february 2007 through september 2007, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01, for issues with discrepant plt results. October 2007 reports were still in process. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev m section 5: operating instructions: power off: p.5-77 section 8: electrical hazards: p. 8-4 section 10: troubleshooting and diagnostics; troubleshooting; troubleshooting procedures; power off procedure; p. 10-14, 10-15. Conclusion: the device involved in the event was evaluated. An unspecified electrical problem was identified when switching the power supply on/off. A device malfunction/failure was related to the event. No impact to pt management or user harm occurred as a result of the issue. Service replaced the switching power supply to resolve the issue. This is the final report.

Event description:
The customer states that they heard a loud popping noise from the cell-dyn 1800 analyzer, then the analyzer lost power. The account turned the power off and requested service. An abbott customer technical advocate (cta) clarified that when the power switch to the cell-dyn analyzer was turned on and off, a spark was observed inside the cell-dyn cover from the power switch supply. No injury or shock was reported.